Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The manifold cover assembly was ordered for replacement to resolve the reported issue.

Event description:
The hospital reported that the bag connector is broken preventing manual ventilation. There was no report of patient involvement.